Event description:
The aspiration catheter separated inside the guide catheter while being removed from the pt. The physician inserted the aspiration catheter over the guide wire through the guide catheter and advanced the aspiration catheter forward to aspirate the vessel. The physician had difficulty crossing through the vessel and was unable to reach the lesion site. The physician attempted to remove the aspiration catheter and the shaft of the aspiration catheter separated inside the guide catheter. The physician was able to remove the device from the pt without issue. The pt is reported to be fine.